Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passes the homechoice rite functional test. The homechoice rite electrical test passed. The increased intra-peritoneal volume (iipv) identified in the device log was confirmed and the cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. This issue has been escalated to CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 4. The drain volume was 3878 ml. The programmed fill volume was 2400ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.